Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to the advisory affecting this model. This coronary sinus (cs) implantable lead was explanted due to loss of capture. During this procedure, an implant of another cs lead was attempted; however, a perforation occurred. Implant of a cs lead was abandoned. The device was returned for analysis. The leads were not returned.